Manufacturer narrative:
The customer reported that there was no heart alarm message (ventricular fibrillation, cardiac arrest) for a patient who suffered from such. The patient's electrodes came off due to strong sweat and the staff was expecting a red alarm. The patient was not monitored for 1.5 hours without heart activity. Resuscitation was successful, however, the patient subsequently died. ECG leads off is a configurable red or yellow inop in software revision e and higher. Additional information is needed to verify the customer's software revision and configuration. Based on the available information, we will consider that the customer's misunderstanding of the monitor's operation caused a delay in treatment to the patient. The monitor was tested post incident and was performing per specifications. Philips is reporting this only because a patient coded when being monitored using our devices. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).

Event description:
The customer reported that there was no heart alarm message (ventricular fibrillation, cardiac arrest) for a patient who suffered from such.